Manufacturer narrative:
Baxter quality assurance department has reviewed proper procedures with the home patient in addition to referring them to the directional insert for further details.

Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of his automated peritoneal dialysis therapy. Reportedly, the home patient connected the patient extension line to the patient line of the homechoice set after the prime cycle was complete. Baxter's technical service center assisted the home patient's spouse in ending the therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the home patient's spouse.